Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device had an alarm system error code 255-16-275 was confirmed during the review of the logs and replicated during laboratory testing. Results from the laboratory testing confirmed a malfunctioning logic board caused the pcu to display a system error 255-16-275. The pcu¿s logic board was replaced with known good dchu logic board. The pcu was powered on and no alarms or system errors were observed during the programmed two-hour infusions. Review of the pcu error log showed the reported error code 255-16-275 was recorded on (B)(6) 2024 at 10:45 am. Error code 111.2000.2 was also recorded on (B)(6) 2024 at 12:07pm. Review of the pcu error log showed the reported error code 255-16-275 was recorded on: (B)(6) 2024 at 9:59 am and 10:45 am on (B)(6) 2024 at 16:34 pm review of the pcu error log showed the reported error code 800.8000.0 was recorded on: (B)(6) 2024 at 9:59 am and 10:45 am on (B)(6) 2024 at 16:04 am, 16:34 pm the alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the device had an alarm system error. Error code 255-16-275 was provided. There was no patient involvement. Additional information provided: it was brought to the shop and was exhibiting the following symptoms: watchdog alarm indicated by flashing red light and constant beeping that could only be silenced by pressing the power button to shut down. Also, an error code of 255-16-275 was displayed and if a channel was connected, communication error would scroll across the channel display. These issues not replicated by pressing two buttons at once and closing the pump door and pressing start in rapid succession. The problem would only happen after the device was powered on for approximately 10-15 minutes.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the device had an alarm system error. Error code 255-16-275 was provided. There was no patient involvement. Additional information provided: it was brought to the shop and was exhibiting the following symptoms: watchdog alarm indicated by flashing red light and constant beeping that could only be silenced by pressing the power button to shut down. Also, an error code of 255-16-275 was displayed and if a channel was connected, "communication error" would scroll across the channel display. These issues not replicated by pressing two buttons at once and closing the pump door and pressing start in rapid succession. The problem would only happen after the device was powered on for approximately 10-15 minutes.

Event description:
It was reported the device had an alarm system error. Error code 255-16-275 was provided. There was no patient involvement. Additional information provided: it was brought to the shop and was exhibiting the following symptoms: watchdog alarm indicated by flashing red light and constant beeping that could only be silenced by pressing the power button to shut down. Also, an error code of 255-16-275 was displayed and if a channel was connected, communication error would scroll across the channel display. These issues not replicated by pressing two buttons at once and closing the pump door and pressing start in rapid succession. The problem would only happen after the device was powered on for approximately 10-15 minutes.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. The report of the device had an alarm system error code 255-16-275 was confirmed during the review of the logs and replicated during laboratory testing. Results from the laboratory testing confirmed a malfunctioning logic board caused the pcu to display a system error 255-16-275. The pcu¿s logic board was replaced with known good dchu logic board. The pcu was powered on and no alarms or system errors were observed during the programmed two hour infusions. Review of the pcu error log showed the reported error code 255-16-275 was recorded on (B)(6) 2024 at 10:45 am. Error code 111.2000.2 was also recorded on (B)(6) 2024 at 12:07pm. Review of the pcu error log showed the reported error code 255-16-275 was recorded on: (B)(6) 2024 at 9:59 am and 10:45 am; on (B)(6) 2024 at 16:34 pm. Review of the pcu error log showed the reported error code 800.8000.0 was recorded on: (B)(6) 2024 at 9:59 am and 10:45 am; on (B)(6) 2024 at 16:04 am, 16:34 pm. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported the device had an alarm system error. Error code 255-16-275 was provided. There was no patient involvement. Additional information provided: it was brought to the shop and was exhibiting the following symptoms: watchdog alarm indicated by flashing red light and constant beeping that could only be silenced by pressing the power button to shut down. Also, an error code of 255-16-275 was displayed and if a channel was connected, "communication error" would scroll across the channel display. These issues not replicated by pressing two buttons at once and closing the pump door and pressing start in rapid succession. The problem would only happen after the device was powered on for approximately 10-15 minutes.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the device had an alarm system error code 255-16-275 was confirmed during the review of the logs and replicated during laboratory testing. Results from the laboratory testing confirmed a malfunctioning logic board caused the pcu to display a system error 255-16-275. The pcu¿s logic board was replaced with known good dchu logic board. The pcu was powered on and no alarms or system errors were observed during the programmed two-hour infusions. Review of the pcu error log showed the reported error code 255-16-275 was recorded on (B)(6) 2024 at 10:45 am. Error code 111.2000.2 was also recorded on (B)(6) 2024 at 12:07pm. Review of the pcu error log showed the reported error code 255-16-275 was recorded on: (B)(6) 2024 at 9:59 am and 10:45 am on (B)(6) 2024 at 16:34 pm, review of the pcu error log showed the reported error code 800.8000.0 was recorded on: (B)(6) 2024 at 9:59 am and 10:45 am, on (B)(6) 2024 at 16:04 am, 16:34 pm the alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.